Manufacturer narrative:
H6: physio-control downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event. Physio replaced the device's power pcb assembly and battery wire harness as a precautionary measure. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself and then powered on by itself during a patient event. The customer advised physio that this occurred three additional times over the following several minutes and did not happen again for the remainder of the call. This issue is patient related; however the customer advised that there was no adverse patient outcome due to the device use. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, no further information was provided.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself and then powered on by itself during a patient event. The customer advised physio that this occurred three additional times over the following several minutes and did not happen again for the remainder of the call. This issue is patient related; however the customer advised that there was no adverse patient outcome due to the device use. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, no further information was provided.